Event description:
Vicryl suture was used by my dermatologist after a wide excision for basal cell on my left upper arm on (B)(6) 2017. On (B)(6) 2017 the incision spontaneously split open and oozed black-red pus. After 2 years and 2 courses of antibiotics and surface scar biopsy, the entire length of the original incision is painful and the deltoid muscle is sore directly under the scar.